Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 19 mmol/l at the time of incident. Customer experienced blood glucose values such as 27 mmol/l and 20 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer stated that the insulin pump does not allege under delivery. Customer stated that the insulin pump passed self test. The device will not be returned for analysis.